Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted the events appear to occur during the middle of the night and the physician suspects sleep apnea. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.